Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The customer reported the product was discarded. The lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.

Event description:
Customer reported IV tubing sets with "pouring" out of a y-site. No pt harm reported. Although requested, no additional info was provided.